Event description:
It was reported the pain patient had initially experienced an allergic reaction two days after being implanted on (B)(6) 2012 and went to the emergency room (ER) as a result. The patient exhibited ¿tongue swelling¿ with ¿hives itchy rashy¿ and ¿nothing around the implant site.¿ the patient¿s implant surgeon told the ER physician that ¿there was no way the implanted device was related.¿ then in (B)(6) 2013 the patient again experienced an allergic reaction with itchy hives on her tongue. The common denominator between the incidents was reportedly that it happened when she touched chocolate, cocoa, or shea butter. Despite this, the patient indicated she had ¿not touched cocoa for the past 1.5 years¿ at the time of report and had experienced 20 allergic reactions since implant, with the most recent occurring ten days prior to report. During the most recent incident the patient developed itchy, rashy symptoms and her airways reportedly felt affected. The patient had gone to the ER for pain medication, at which time the patient ¿stopped breathing twice and they ended up intubating her.¿ it was noted the ER physician ¿confirmed [her] airways were fine.¿ the patient reported she had ¿had never had any allergic reactions prior to implant.¿ the patient¿s doctor notable ¿felt that the implant was not related to her allergic reactions.¿ it was also reported the patient had experienced a shocking or jolting sensation at her implantable neurostimulator (ins) site since implant. The patient was redirected to her healthcare provider (hcp). Additional information was requested, but was not available at the time of report. A supplemental report will be filed if additional information is received.

Event description:
Additional information from the patient's hcp reported the hcp "suspected [the patient] had allergic reactions to titanium." It was further reported there was "no evidence the patient was having a systemic reaction, but potentially local.&#55316;he patient was noted to have had "rash symptoms since around the time" the device was implanted. It was noted the patient was "considering" device explant at the time of follow-up.

Manufacturer narrative:
(B)(4).